Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The returned delivery system is not applicable/germane to the reported hypotension due to a suspected polymer leak as outlined within the endologix field safety notice (fsn), fs-0012. Technical and procedural factors of the user (e.g. Use of the cross over lumen before polymer fill, catheter manipulation) are not causative for the majority of polymer leaks as was previously communicated, subsequently an evaluation of the returned delivery system is no longer warranted. A clinical assessment of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. Several attempts were made to obtain medical records and medical images, but no response was received. As such, procedure related harms, event determination, off label conditions, related patient harms and patient disposition could not be assessed with medical records or images. The reported intraoperative hypotension and successfully treated for an anaphylactic reaction per the device IFU is most likely device related due to a suspected polymer leak. As identified in fs-0012, the root cause for most polymer leaks is a material weakness adjacent to the polymer fill channel which may become compromised during pressurization with liquid polymer. Since this device remains implanted, endologix is unable to conduct product evaluation to conclusively ascertain root cause. However, based on the investigation associated with this fsn, this is the most likely cause associated with this event. On 06aug2018, endologix issued a field safety notice (fs-0009) regarding the risk of polymer leak events with the ovation ix aortic body stent graft. On 06may2020, endologix issued a follow-up safety update (fs-0012) reaffirming treatment recommendations for patients who experience a polymer leak during implantation and providing updated information on the current rate of polymer leaks, the rate of clinical harms and root cause. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Corrections: g1,2: contact office- contact has been updated h6: result code: remove code 3233 h6: conclusion code: remove code 11.

Manufacturer narrative:
The lot history records related to the subject device referenced in this complaint record were reviewed for potential contributing factors for the failure mode(s) described in this event. A review of the device quality records showed that the device(s) demonstrated compliance to established procedures and specifications at the time of manufacture.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. Post polymer fill of the aortic body stent graft, the patient experienced hypotension and was successfully treated for an anaphylactic reaction per the device IFU. The final angiogram confirmed there was no visible endoleak of any type present and the aneurysm was excluded. The patient will continue to be monitored.